Event description:
It was reported that during da vinci-assisted surgical procedure, fenestrated bipolar forceps was found to have frayed and exposed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken cable was silver in color. No damage to the conductor wire insulation was noted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.